Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that 3 weeks after the dental implant was placed in site ada 28 in the mouth, the implant did not integrate. Clinician noted the patient's bone loss, poor bone quality/quantity, trauma and a previous augmentation. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that 3 weeks after the dental implant was placed in site ada 28 in the mouth, the implant did not integrate. Clinician noted the patient's bone loss, poor bone quality/quantity, trauma and a previous augmentation. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).